Manufacturer narrative:
Gbo complaint: (B)(4).we do not have material/batch information from the customer. We do not have sufficient information for the possible investigation of the complaint. Without a material/batch information we are unable to check for complaints and inventory. This complaint can not be determined due to the insufficient information.

Event description:
Customer states increase in hemolysis since converting from bd to greiner. Customer feels that the increase in hemolysis is most like due to collection.